Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by turning off the device and using manual injections, no additional assistance was deemed necessary.